Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown. Product type: catheter. (B)(4).

Event description:
The patient reporting being in the hospital twice for toxic poisoning. The patient later stated that as of the date of the report, with none of the drugs in her as of the last two and a half years, they had no severe pain, their thoughts and concentration were very clear, and their family was happy to ¿have them back¿. The medications used within the system were unknown, and it was unclear when this had occurred.